Event description:
The valve was implanted and within 24 hrs the patient's status deteriorated. The pt had to be returned to the or. The surgeon wanted to improve the position of the leaflets and since the original rotator was not available, he opened a 21mm and 23 mm and attempted to use these rotators with no success. He eventually was able to move the valve slightly and the valve remains implanted.